Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/17/2020. Device evaluation: the pcb00v complaint device was received at the manufacturing site in the original folding carton. The lens was received in a petri dish covered with surgical gauze. The push rod is advanced out of the cartridge. The plunger was gently pulled back and found locked and functional. The pcb00 device was observed under microscope and some traces of viscoelastic and/or balanced salt solution were observed at the cartridge tip. The direction for use (dfu) of the device indicates to completely fill the viewing window of the pcb00v with ovd. There were no damages on the assembly; there is no visible gap. The assembly of the device returned was found correct. The lens is cut and with a detached haptic. These damages on the lens could be related to the lens removal from patients eye; customer does not indicate these observed damages as part of the complaint issue reported. Dfu includes the following warning: physicians considering lens implantation under any of the following circumstances should weigh the potential risk/benefit ratio: patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. The reported issue was not verified. The assembly of the device returned was found correct. The pcb00 preparation and/or attempt for delivery could not be recreated, therefore a product quality deficiency could not be determined. Some viscoelastics were removed from the lens surface at the complaints lab to have a view of the lens surface. The lens was evaluated for burrs. The edge of the lens is free of burrs for exception of the previously reported cut on the lens area that could be related to the lens removal. Manufacturing record review: the manufacturing process record was reviewed, and no discrepancy was found during the mrr (manufacturing record review). A review of manufacturing production order was conducted and no non-conformance report was found associated to the production order number. The units were manufactured and released according to the product specifications. A search in complaint system revealed no additional investigation request (ir) has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, as lens was removed/replaced in he initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting an intraocular lens (iol), the physician confirmed a capsule rupture when ovd (ophthalmic viscosurgical device) was removed. After that, the iol was replaced with a 3-piece lens and the procedure was completed successfully. It was indicated that the issue might have been caused by an operational technical issue and the doctor commented that any damage of around the lens could have caused the rupture. There was no patient injury reported. No additional information was provided.